Event description:
On (B)(6) 2011, patient reported the down arrow button on her infusion device stopped working. Patient stated, the button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.